Event description:
It was reported that (1) device was used during a laparoscopic hysterectomy. It was reported by the rep that the lcsc5 solid toned during the case. Another device was used to complete the case. There was no consequence to the patient.